Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm deployed in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed on the loading device. The delivery device and the seal were inside the loading device when it was returned. The rolled up seal was visible through the window of the loading device. The blue slide lock was dis-engaged but the white plunger was not pressed on the delivery tube, indicating no attempt to deploy the seal. The delivery device was removed from the loading device for inspection. The seal and tension spring assembly remained inside the delivery tube. It was observed that the rolled up seal was partially protruding from the tip of the tube indicating proper loading. The plunger was pressed to simulate deployment of the seal. The instructions for use was followed to deploy the seal. It was observed that the seal and tension spring assembly deployed properly and completely ejected from the tube. There were no signs of blood on the tube. Microscopic inspection showed the seal intact without cracks nor delamination. Measurements of the delivery tube were taken. The values recorded were within tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure mode "premature deployment" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm deployed in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm deployed in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed on the loading device. The delivery device and the seal were inside the loading device when it was returned. The rolled up seal was visible through the window of the loading device. The blue slide lock was dis-engaged but the white plunger was not pressed on the delivery tube, indicating no attempt to deploy the seal. The delivery device was removed from the loading device for inspection. The seal and tension spring assembly remained inside the delivery tube. It was observed that the rolled up seal was partially protruding from the tip of the tube indicating proper loading. The plunger was pressed to simulate deployment of the seal. The instructions for use was followed to deploy the seal. It was observed that the seal and tension spring assembly deployed properly and completely ejected from the tube. There were no signs of blood on the tube. Microscopic inspection showed the seal intact without cracks nor delamination. Measurements of the delivery tube were taken. The values recorded were within tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure mode "premature deployment" was not confirmed.